Event description:
While using a 5fr micropuncture kit to access a femoral artery, when attempting to put the wire through the needle, the end of the nitinole wire unraveled and was not usable. Another device was used and the patient was not harmed.